Manufacturer narrative:
The patient expeirenced hyperglycemia and diabetic ketoacedosis on (B)(6) 2023 with symptoms of vomiting, dizziness and diarreha. The patient was admitted to hospital. The patient mentioned that her blood glucose (bg) monitor stopped notifying her of glucose value and threw an error message a day before, on (B)(6) 2023. It was not reported whether the patient was using eversense cgm at the time of incident or not. No further details were provided by the clinic site. Due to lack of information, no further investigation was possible for this complaint.

Event description:
Senseonics was made aware of a serious adverse event where the patient was hospitalized due to diabetic ketoacedosis on (B)(6) 2023.

Manufacturer narrative:
B3.date of event updated to (B)(6) 2023. B4.date of this report updated to 04 november 2025.